Manufacturer narrative:
No service was requested. Due to the usage and age of the compressor, the user facility decided to scrap the unit. Since no evaluation has been performed, the root cause of the reported event has not been determined.

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer's ref #: (B)(4).